Event description:
The deivce was used during a thoracoscopic lung biopsy procedure. Reportedly, the staple line was incomplete. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.